Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt experienced persistent rib stimulation. X-rays revealed lead migration. The pt may undergo surgical intervention at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.